Event description:
It was reported that the custom circuit had repeatedly failed leak testing prior to using it on a patient. Biomed did testing and witnessed repeated failures specifically at the connection of the standard filter and expandable tubing. The issue was not resolved. Different circuits were tried until one passed the leak test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Correction: d4 - primary UDI number unknown. Fourteen devices were returned for evaluation. Visual testing was performed under normal conditions of illumination. The testing could duplicate the customer reported problem as a leak was observed. The root cause of the issue is unknown. Functional testing was not performed. A CAPA was opened to address the root cause. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.